Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: (B)(6) 2013 - reuse.

Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The pt's daughter called on (B)(6) 2013 to report that the pt had been treated. A review of the downloaded data reveals that the pt received one inappropriate treatment shock and then four subsequent appropriate treatment shocks during five episodes of ventricular tachycardia (vt) within a single 24-hour period. The vt self-converted prior to the inappropriate shock but was successfully converted to slower rhythms for each of the final four shocks. The response buttons were not pressed during the event. The pt was unconscious during each treatment event. The daughter further reported that after the treatment events, the pt and his family made the decision to remove the lifevest. The pt had a dnr. The daughter then reported the pt passed away shortly after deciding to stop wearing the lifevest. The equipment was returned and was found to be fully functional. There were no allegations made against the lifevest. Zoll cannot definitively rule out the inappropriate treatment as a contributing cause of the death.